Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had 2 bouts of shocking sensation down their right neck while sleeping. Each only lasting a couple seconds. They also report their mood seems to be affected by stimulation. If they increase it gets more agitated and if it decreases it feels like they get depressed. The shocking sensation seemed to happen when he was lying on his right side so it¿s possible there is a little fluid/energy leak at the lead extension connection but unknown at this time. The mood changes could be related to his underlying anxiety and depression prior to dbs but unknown at this time. Patient did state that his anxiety/anger seems to get worse about an hour after taking his medications so this could be medication related and not related to dbs. Patient is currently implanted in the gpi because it has less impact on mood than stn. Patient will have impedance check done to see if the shocking can be reproduced. The issue is not yet resolved. Further information was received stating they felt shocking sensation one more time while turning their head but has not felt it again. Patient states that they now have a metallic taste in their mouth and their head feels tight near the lead incision. Patient was instructed to turn off the stimulator for sometime to see if anything changes. It is not know why he would have a metallic taste or tight feeling near his incision.